Event description:
It was reported that the battery longevity of this pacemaker was not as expected. A request was made to have data from this device analyzed. Data analysis was unable to confirm if the device was depleting normally and recommended performing data analysis again in 60 days. Analysis did conclude that the device has enough power available for over a year. In addition, the non-boston scientific right atrial (ra) lead exhibited increased thresholds. The health care professional (hcp) planned to continue to monitor the device and perform data analysis again. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This device was subsequently explanted and returned for testing. No additional adverse patient effects were reported.